Event description:
Boston scientific received information that this device system detected an increased right ventricular (rv) lead pacing impedance measurement greater than 2,000 ohms. A recent event was observed with noise, resulting in inappropriate anti-tachycardia pacing (atp). According to the physician, the patient experienced a pre-syncopal episodes and the patient was suffering from complete heart block (chb). A lead revision procedure was performed and this rv lead was surgically abandoned and replaced. No observed lead damaged was observed via xray or during the procedure. No other adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.